Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump where they charge the pump and when it is unplugged it does not work. This event occurred upon power up in the med surg department. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump "where they charge the pump and when it is unplugged it does not work" was confirmed during product evaluation. The root cause of this condition was assigned to the battery harness being installed incorrectly, causing the fuse to blow as result of user error. The fuse, main batteries, and battery harness were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced. A device history review was performed and no abnormality was observed in the manufacturing of this device.